Event description:
It was reported via repair work order that the trend angle was inaccurate.

Manufacturer narrative:
Follow-up submitted as further investigation determined the issue was with the trend angle being inaccurate and not the scale. This is not likely to harm the patient as the readings are for reference purposes only. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the scale was inaccurate as the scale module was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.